Event description:
Report received from (B)(6) states: "the filter of the stable chamber tubing system clogged up during the surgery and did not have flow any more. No patient impact."

Manufacturer narrative:
The lot number was not provided by the user facility. The device has not been returned for evaluation. Additional information has been requested yet not received. Should additional information become available a supplemental report will be submitted.